Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Pt developed a hematoma/edema over the left frontal pin site requiring compression. Although, the procedure was aborted, swelling continued post discharge extending to the eyelid requiring pt to seek hospital work-up including a cat scan of the head and an ophthalmic evaluation. It is the expectation of the treating physician, this pt will experience a full recovery. Head ring screws used during the event included (dhrss5) and (dhrsl5). Head ring screws - were not available for evaluation as they were disposed of by the reporting facility post procedure. Device lot number and expiration date unk.